Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating speaker malfunction. It is unknown if the device produced audible sound. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation confirmed the customer's alleged malfunction, the speaker did not give off sound. After the speaker assembly was replaced, the unit returned to specification. No further investigation or action is warranted at this time.